Event description:
It was reported by the vns pt that she went to an emergency room, due to chest pain and, she believed she was experiencing a myocardial infarction (mi). Further f/u with the pts treating vns physician, revealed that she received a report from the pts primary care physician, and it was not clear whether the pt actually had an mi or not. The vns physician only received brief notes, stating that the pts' cardiac enzymes were negative as was a stress test, but that her large habitus limited interpretation of the results. The physician did not have the actual test results and was unable to provide further clarification. The treating vns physician last saw the pt three months prior to the reported event. Diagnostic tests have not been performed on the pt's vns device, as the settings are not optimal (low output current) to perform an accurate diagnostic test. The physician stated that the pt has struggled with weight issues and is at high risk for diabetes, additionally, it was noted that the pt has had chest discomfort of one kind or another since being implanted with vns. Additionally, it was reported that the pt "jumps around a lot". The pt saw the implanting surgeon so that the placement of the generator could be assessed and if this could be causing the chest pain. Good faith attempts to obtain additional info from the surgeon have been made, but have been unsuccessful.